Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump lost 6 hours of sensor data inexplicably. The blood glucose reading was 229 mg/dl. The customer noted that the low blood glucose readings ranged between 60 to 80 mg/dl. She declined troubleshooting for the current high blood glucose reading, advising that she was eating pizza. She stated that she cut back on her basal deliveries and had eaten pasta to correct the low blood glucose. She reported that she did not know how the sensor history disappeared and that she only saw half an hour's worth of data present. She stated that all her sensor glucose readings for the last 6 hours were gone. She checked the 6 hour and 12 hour graphs and reported that she saw the data. A low alert was found in the sensor glucose history. Advised her that by accessing (B)(4), she may be able to see the recorded blood glucose data. Nothing further reported.